Event description:
On 10/10/97, the MFR received medwatch report #0600280-1997-0052 from the facility which states the following: this 42 y/o female had the device inserted on 8/7/97, for administration of chemotherapy. The system failed to perform satisfactorily. The device was removed in the physician's office without difficulty. Upon inspection of the removed system, it was discovered that the system was not intact. The pt was admitted to the hospital where a 5" foreign object was removed from the pt's right atrium. Cause of the severed catheter is unk. No further details were provided at this time.

Manufacturer narrative:
The device was returned to the MFR (MFR) and has been analyzed as follows: visual and microscopic examination of the device revealed that the device septum showed normal usage with no internal damage. Material consistent with blood was noted throughout the internal surfaces of the device body. Discoloartion, luminal narrowing and irregularly cut material was seen on the 2 3/16" (approx length) attached segment of device catheter. The damage seen appears to be consistent with "pinch-off sign"/catheter fracture. Discoloration, luminal narrowing and irregularly cut material was also seen on the 6" loose segment of device catheter which appears to mirror match the 2 3/16" portion of attached catheter. The damage found the 6" segment of the device catheter is also consistent with "pinch-off sign"/catheter was patent with no resistance felt while flushing or aspirating. A cloudy fluid with some particles consistent with blood was collected. The 6" segment of loose catheter was also patent with no resistance felt while flushing. No leaks were noted when the device with attached segment of catheter and the 6" segment of loose catheter were pressurized with air and fluid. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. Based on the info available and the results of the MFR's analysis of the device, the report that "the device catheter severed" has been confirmed. Anatomically induces repetitive clavicular compression appear to have caused the damage found during the MFR's analysis of the device. No further details are available. An article exclusive to "pinch-off sign" will be forwarded to the facility for it's review. The MFR is now closing this file on this event.